Event description:
The customer reported to philips healthcare that after execution of an fco and the exchange of the processor pca, the rfu indicated a flashing x. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.